Event description:
It was reported that in (B)(6) 2015 the patient¿s symptoms of limb rigidity got worse. In (B)(6) 2015, the patient was reprogrammed in the hospital and impedances of greater than 4,000 ohms were measured. The cause of the high impedances was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).